Event description:
It was reported that a pt underwent a breast surgery procedure on (B)(6) 2010 and a drain was used on the pt. The next day, the drain was discovered by the nurses to have no suction. The bulb reservoir and drain connector were replaced with a new bulb reservoir and drain connector, after which, the reservoir and the drain functioned normally. There was no adverse pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Failure to drain. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00152. This same pt is represented in each medwatch.